Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced set up joint (suj) due to error 23 occurring when the z-axis was moved. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the suj associated with this complaint and completed its investigation. Failure analysis (fa) was unable to reproduce the reported issue through in-house testing, but confirmed the fault (error 23) through remotefe logs. Fa calibrated and tested the suj in normal mode and there were no errors that triggered. As a precaution, the main cable harness will be replaced to address the error 23.

Event description:
It was reported during a da vinci-assisted partial nephrectomy procedure an error 23 occurred, but after the customer recovered from the fault an error 25592 occurred. Technical support engineer (tse) recommended the customer power cycle system, which cleared the error but then returned. Tse recommended customer to reposition arm 2 and recover and the error cleared, but then returned again. Tse confirmed with surgeon that only 2 arms were needed for case and tse offered to log in remotely and disable armnet 2 so the surgeon could proceed with a 3 arm set up. However, the surgeon stated that he has no confidence in the robot and needs the local field service engineer (fse) to come resolve the issue. The surgeon stated that he is going to reschedule the case and does not want to continue troubleshooting. There was no reported patient injury or harm.intuitive surgical, inc. (Isi) completed follow up with the customer and the following information was obtained about the complaint: the robotics coordinator confirmed that the procedure was aborted post anesthesia and port placement. Per customer, there was no reported patient injury and the case was rescheduled at a later date.